Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported " hcp failed to fire the skin stapler prior to use on patient(staples not firing)." No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one unit of (B)(6) visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the staples appeared to be properly aligned. However, the bottom was seated too far forward on the cover block. The stapler was returned with 25 staples remaining in the cover block, indicating that at least 10 staples were fired by the customer. The returned sample appeared used as there was biological material present on the device. Upon functional testing, the first staple was able to form and release properly. However, heavy resistance was felt throughout the trigger pull due to the position of the bottom. The stapler was disassembled. The bottom component of the complaint sample was observed to be positioned incorrectly as it was seated too far forward (towards the distal end of the device). This would prevent the stapler from firing properly. A non-conformance was opened by the manufacturing site to further evaluate this issue. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. The customer returned one unit of (B)(6) visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the bottom component of the complaint sample was observed to be positioned incorrectly on the cover block when compared to a lab inventory sample. A non-conformance was opened to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " hcp failed to fire the skin stapler prior to use on patient(staples not firing)." No patient involvement reported.